Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 4 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 4k autoclavable camera head had no picture showing (no image) during preparation for use. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional evaluation findings were as follows: the rubber part on the rear cover packing was peeled, and minor faded label on the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.